Event description:
On (B)(6)2026, patient reported that the infusion sets is not working due to which blood glucose level was high and got treated with bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545